Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies migration or misplacement and premature detachment as potential complications associated with use of the device.

Event description:
It was reported that the web device was used for treatment of a right middle cerebral artery (mca) aneurysm measuring w-4.01 and h-4.24 neck-2.65. Pru was a 6. The device was deployed but it would not detach using 2 detachment controllers. When the physician pulled back the microcatheter before 2nd try on detacher, the wire pushed forward. The physician needed to reposition the device but it pulled out of the aneurysm and sitting in the bifurcation. Part of the web was re-sheathed but detached and was not visible. Attempt to recapture the device was unsuccessful and it pushed more distal in the m1. The decision was made to use a stent in the inferior branch and trap the device. A second web device was successfully deployed and detached and flow was steady throughout the procedure. Patient woke up normal.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies migration or misplacement and premature detachment as potential complications associated with use of the device.

Event description:
It was reported that the web device was used for treatment of a right middle cerebral artery (mca) aneurysm measuring w-4.01 and h-4.24 neck-2.65. Pru was a 6. The device was deployed but it would not detach using 2 detachment controllers. When the physician pulled back the microcatheter before 2nd try on detacher, the wire pushed forward. The physician needed to reposition the device but it pulled out of the aneurysm and sitting in the bifurcation. Part of the web was re-sheathed but detached and was not visible. Attempt to recapture the device was unsuccessful and it pushed more distal in the m1. The decision was made to use a stent in the inferior branch and trap the device. A second web device was successfully deployed and detached and flow was steady throughout the procedure. Patient woke up normal.